Event description:
As reported for the patient's right distal femur jts: "after the last attempt to lengthen the implant failed, we brought the patient back in to attempt a lengthening with another magnet. The mechanism extended a negligible amount before ceasing to function. At the point it stopped working I tried reversing the polarity to see if the gearbox would spin in reverse, but it wouldn't move. The gearbox wouldn't function in either direction/polarity. In all likelihood this will result in a revision. I will attempt to recover the device afterward." Update 17/march/2021: a patient specific prescription form was received for a revision device for the patient. Noted on the form: "expansion device not functioning."

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts, distal femur, extension mechanism was reported. The event was not confirmed. Method & results: device evaluation and results: the components received are the extension mechanism (shaft) and femoral knee component of pin 20209. No other explanted components were received. The packaging confirms the device received was decontaminated. The exterior of the shaft shows no damage. The internal mechanism (gearbox) is not visible. The femoral knee component show slight discoloration around the hinges. Functional inspection: functional inspection was not performed as the device was not received in its original condition (the device was in situ since 2016). Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in (B)(6) 2016. The surgeon reported that after initial successful extension, the implant has stopped extending, even after a few attempts to reverse the polarity. The x-ray images provided show that the implant has been extended about 18mm, far from its maximum capacity of 70mm. However, the images provided do not have a date so that the comparison between images before and after extension is not possible. Therefore, the radiographic review cannot fully confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: visual inspection of the extension mechanism (shaft) and femoral knee component of pin 20209 shows no exterior damage however the internal mechanism (gearbox) is not visible. Functional inspection was not performed as the device was not received in its original condition (the device was in situ since 2016). The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and additional x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported for the patient's right distal femur jts: "after the last attempt to lengthen the implant failed, we brought the patient back in to attempt a lengthening with another magnet. The mechanism extended a negligible amount before ceasing to function. At the point it stopped working I tried reversing the polarity to see if the gearbox would spin in reverse, but it wouldn't move. The gearbox wouldn't function in either direction/polarity. In all likelihood this will result in a revision. I will attempt to recover the device afterward." Update 17/march/2021: a patient specific prescription form was received for a revision device for the patient. Noted on the form: "expansion device not functioning."